Event description:
A malfunction was reported on the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent. Technical support provided storage mode instructions and guidelines for returning the malfunctioning pump, which the customer understood and acknowledged.